Manufacturer narrative:
Obsolete and not valid conculsion from previous report: hamilton medical ag comes to the conclusion: a root cause analysis based on this case has been performed. The device performed unvoluntary panel reboots. This type of failure (te 556951) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Correction: replacement of the ip esm (embedded system module) to rev 04 or higher. Correction: h10: the narrative was changed. Corrected and final conlusion: corrected 17.01.204: correction of the conclusion and imdrf codes h6 the above conclusion is not valid. Unfortuantely was the previous report wrongly created: from the information received and the analysis performed regarding this case, the most probable root cause is a defective ip esm. The service technician visited the hospital on (B)(6) 2023 and downloaded the logfiles of the ventilator. On (B)(6) 2023 he replaced the ip esm and the vu esm of the device, performed the complete service software with success and released the device afterwards.

Event description:
The following was reported to hamilton medical ag: summary: customer (traduction with deepl from french) :at 1.35 am on 27.04 in highflow mode, white start-up screen with panel disconnection message no impact on patient.

Manufacturer narrative:
Replaced both processor boards rev. 03 vu and rev. 03 ip with revision 04 boards. Reinstalled all options and configurations. Tested and calibrated. Device works as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer (traduction with deepl from french) :at 1.35 am on 27.04 in highflow mode, white start-up screen with panel disconnection message no impact on patient.

Event description:
The following was reported to hamilton medical ag: summary: customer (traduction with deepl from french): at 1.35 am on 27.04 in highflow mode, white start-up screen with panel disconnection message no impact on patient.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: a root cause analysis based on this case has been performed. The device performed unvoluntary panel reboots. This type of failure (te 556951) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Correction: replacement of the ip esm (embedded system module) to rev 04 or higher. Correction: h10: the narrative was changed.

Event description:
The following was reported to hamilton medical ag: summary: customer (traduction with deepl from french) :at 1.35 am on 27.04 in highflow mode, white start-up screen with panel disconnection message no impact on patient.

Manufacturer narrative:
Obsolete and not valid conculsion from previous report: hamilton medical ag comes to the conclusion: a root cause analysis based on this case has been performed. The device performed unvoluntary panel reboots. This type of failure (te 556951) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Correction: replacement of the ip esm (embedded system module) to rev 04 or higher. Correction: h10: the narrative was changed. Corrected and final conlusion: corrected 17.01.2024: correction of the conclusion and imdrf codes h6 the above conclusion is not valid. Unfortuantely was the previous report wrongly created: from the information received and the analysis performed regarding this case, the most probable root cause is a defective ip esm. The service technician visited the hospital on (B)(6) 2023 and downloaded the logfiles of the ventilator. On (B)(6) 2023 he replaced the ip esm and the vu esm of the device, performed the complete service software with success and released the device afterwards. (B)(6) 2024 the allegation in this complaint was confirmed to be a complaint, as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was ventilating a patient. The device did not show technical events or technical faults but a panel connection lost occurred during ventilation. If this happen, the panel does not display the ventilation settings, however, the ventilation continues. In this complaint case it is stated that the failure did occur during ventilation of a patient. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. From the information received and the analysis performed regarding this case, the most probable root cause is a defective ip esm. The service technician visited the hospital on (B)(6) 2023 and downloaded the logfiles of the ventilator. On (B)(6) 2023 he replaced the ip esm and the vu esm of the device, performed the complete service software with success and released the device afterwards.